Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed worn bearings, damaged bearings can result in heat generation, due to increased friction among rotating components. The bearings were replaced and additional preventative maintenance was also performed. Additionally, foreign debris contamination was discovered within the drill attachment bearings, which can also result in excessive friction and heat generation. The drill will be returned to the user facility, however the drill attachment is not repairable.

Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill and a drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.